Event description:
A distributor of the dexcom device in germany contacted dexcom technical support on (B)(6) 2010, to report that a pt experienced a failed sensor one day after insertion. Upon removing the sensor, pt noticed that there was no sensor wire. Pt removed sensor wire from his skin. No medical intervention was required, and pt reported no injury, redness, or swelling at the insertion site.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.